Manufacturer narrative:
Voluntary medwatch report received: mw5163162.

Event description:
Voluntary medwatch received states the atrial lead exhibited noise. No intervention was performed. The patient experienced no consequences.